Event description:
Visitor husband was rocking newborn in patient room when rocking chair broke causing him to fall to floor while holding baby. Infant was not injured. Husband was taken to emergency department for precautionary measure. No injuries were apparent.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: component failure, design - human factors, end of life - premature. Conclusion: device failed during assembly. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, use of all similar devices stopped temporarily. Invalid data - on device destroyed/disposed of status.